Manufacturer narrative:
Correction - the catalog number was updated in section d4 based on the returned product.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set detached after 2 days of use. This issue occurred with 2 infusion sets from the same lot number.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.